Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. Lead returned has been stretched. However, the stylet insertion test results were passed. Stylets were not returned. Test performed twice, using new stylets with gray and blue knob.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, when putting in the stylet , the implanter had hard time pushing in the stylet. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.